Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported balanced salt solution (bss) was not flew in the infusion line during vitrectomy procedure. The product was replaced, and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The two returned posterior console samples were visually inspected and no obvious defects were found. Surgical residue was observed in the cassette, manifolds, probe tip and the infusion cannula tip of the turbid samples. The non-invasive flow sensor (nifs) on the cassette housings were in good condition. A calibrated console representing the current software version was used to test the samples. The ball in the drip chamber¿s check valves moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probes and the console. The samples could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomers or on the pump areas of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. The manufacturer internal reference number is: (B)(4).